Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with cefazolin (1 gram, discontinued) and brulamycin (40mg, discontinued after 12days) for peritonitis. Twelve days after event onset, the patient was recovered from peritonitis. At the time of this report action taken with pd therapy was not reported. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.